Event description:
New information notes that the right ventricle lead also exhibited failure to capture. The right ventricle lead was explanted and replaced on (B)(6) 2021. No patient consequences.

Manufacturer narrative:
Correction: previously reported d6b should have been 20 july 2021.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the right ventricle lead exhibited high pacing impedance, high capture threshold, and decreased sensing. X-ray showed no visible change in the position of the lead from the day after implant. No intervention was performed. Patient was stable.